Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve was replaced.

Event description:
The hospital reported, that, during a case, mechanical ventilation stopped. The clinician reportedly switched to pressure control mode and continued the case with no further reported complaint. There was no reported patient injury.